Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin pump had motor error alarm at the time of rewind. Customer reported the drive support cap appeared normal and insulin pump was dropped. Customer was able to complete insulin pump rewind. The insulin pump will not be returned for analysis.